Event description:
In this event it is reported that a protaper shap.25mm/s1 *not ce* broke during use. Outcome of this event is unknown as of this MDR. A request for further information and product return has been made.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Further information received: no patient has been injured. The product broke before use inside patient mouth so medical treatment necessary for event. This was the first time the device was used. With the additional information received, this is not a reportable malfunction please disregard this report. Summary: 24 protaper shaping files s1 25mm were returned (six files in loose + 18 unused files). The files in loose are not broken, but five of them are untwisted at the tip of the active part (fatigue). No material defect was found during analysis of the damaged areas. Nothing unusual to report was found during DHR review (batch #1606044). Unused files were evaluated and were found in compliance with specifications. According to our prescriptions, we can consider that the production batch #1606044 is conforming (representative sampling). No fault found, production meets specifications.